Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adapters shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a air detected in cassette warning during dwell 4 of 4 of treatment. The patient noticed the baxter bag was loose from the adapter and had come off. No fluid leak was discovered inside the cycler. Technical support provided the patient with the warning criteria and advised the patient that it would be best to cancel the treatment. The patient was going to try to do a stat drain and would follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event and that fluid leaked from the connection between the adapter and baxter bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a air detected in cassette warning during dwell 4 of 4 of treatment. The patient noticed the baxter bag was loose from the adapter and had come off. No fluid leak was discovered inside the cycler. Technical support provided the patient with the warning criteria and advised the patient that it would be best to cancel the treatment. The patient was going to try to do a stat drain and would follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event and that fluid leaked from the connection between the adapter and baxter bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.